Manufacturer narrative:
Age at time of event: 18 years or below.

Event description:
It was reported that the wire got separated and required additional intervention. The 10mm-15mmx3.0mm in diameter, 100% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use along with a 330cm rotawire. During the first procedure using 1.5 burr, the device was unable to pass through the lesion. The device was replaced with a 1.25 burr. The device was set at 220,000 rpm and a stall occurred right after starting ablation. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotawire floppy got separated upon the first ablation. The vessel in the left main trunk (lmt) got damaged. Subsequently, hemostasis was performed on the injured part using a non-bsc perfusion balloon, but when a non-bsc coronary stent was placed the laterocavernous sinus got occluded completely. The wire was removed by pulling it out. However, the separated wire remained inside the lad. A coronary bypass was done and completely retrieved the separated guidewire from the patient's body. The patient was stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or below. Device evaluated by manufacturer: the device was returned for analysis. The unit was returned with the wire bent, as part of overall visual revision. The returned guidewire was found broken/fractured; the damaged section was located approximately at 313.5 cm from the proximal end. The detached section was not returned. The guidewire body was kinked approximately at 192 cm 287 cm from the proximal end. No more damages were found in the device. A microscope inspection was performed and more detailed pictures of the affected area were captured. Dimensional inspection revealed that the outer diameter (od) of middle of the device and proximal section were within specification. However, the overall length and the outer diameter (od) of distal tip could not be performed due to device condition (guidewire broken/fractured).

Event description:
It was reported that the wire got separated and required additional intervention. The 10mm-15mmx3.0mm in diameter, 100% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus was selected for use along with a 330cm rotawire. During the first procedure using 1.5 burr, the device was unable to pass through the lesion. The device was replaced with a 1.25 burr. The device was set at 220,000 rpm and a stall occurred right after starting ablation. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotawire floppy got separated upon the first ablation. The vessel in the left main trunk (lmt) got damaged. Subsequently, hemostasis was performed on the injured part using a non-bsc perfusion balloon, but when a non-bsc coronary stent was placed the laterocavernous sinus got occluded completely. The wire was removed by pulling it out. However, the separated wire remained inside the lad. A coronary bypass was done and completely retrieved the separated guidewire from the patient's body. The patient was stable following the procedure.